Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with anterior vaginal repair, enterocele repair, suspension of vaginal vault on (B)(6) 2008 and mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to large cystocele, sui, prolapse of vaginal vault.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and tvt-o was implanted

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.